Event description:
It was reported that the patient had lost stimulation sensation from their implantable neurostimulator (ins) and last felt it on friday (B)(6) 2014. Recharging statistics showed the following: 00 01-06-14 01 01-06-14 02 12-06-13 03 01-01-00 04 01-01-00 05 01-01-00. It was discussed that based on the statistics, the patient had not charged since 2014. The manufacturer¿s representative ¿could not believe¿ the recharge statistics and believed the patient was compliant with charging. It was reported that the patient¿s usage was approximately 4 hours a day but the report did not clarify the exact usage. The patient contact the manufacturer¿s representative on saturday (B)(6) 2014 where they stated that their ¿device was acting weird¿, observed a power-on-reset (por) message, and noted that they could not communicate with any of their devices. It was also noted that there were telemetry issues and an overdischarge condition was suspected on the ins. An appointment was set up for the patient on tuesday at which time a physician mode recharge procedure was performed. However, it was reported that the patient was unable to stay until the procedure was completed, did not see a por, and went home. The representative was to speak with the patient on wednesday (B)(4) to complete another pmr but could not get a hold of them and was going to contact them again today ((B)(4)). It was later reported that the reset was not successful. The patient was scheduled for an ins replacement on (B)(6) 2014. It was also reported that the patient experienced an episode 2 weeks prior from the initial report of battery depletion issue where he was jolted with electricity while working on a car starter. The ins will be returned to the device manufacturer.

Event description:
It was confirmed that the patient was doing great and was very pleased after the replacement.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was clarified that the device will not be returned to the device manufacturer.